Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Information was received via published literature. Please reference literature at the following location: (B)(4). No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that one patient was revised 3 days post operatively due to lateral cortical perforation and impending fracture.